Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 3:35 pm, the result was 4.1inr. At 3:39 pm, the result was 3.1 inr. At 3:41 pm, the result was 2.5 inr. At 3:44pm, the result was 4.3 inr. The same finger was used for all testing. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change with coumadin, no diet change, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 33045913) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.